Event description:
The device was returned for evaluation without a specific complaint reported. Upon evaluation, thermal damage was found on the bottom of the device near the power outlet. It is unk if the device was in use when the thermal damage occurred. There was no reported patient harm. It appears that a failure of the solder joint on the ac inlet may have contributed to the event.